Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Angina, myocardial infarction and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5x15mm nc trek mentioned is filed under MFR report # 2024168-2016-05428.

Event description:
It was reported that the patient presented with an inferior wall myocardial infarction (mi) and a right coronary artery (rca) percutaneous intervention was initiated. During rca lesion dilatation, utilizing a 3.5x15mm nc trek dilatation catheter, the balloon ruptured below rated burst pressure. A non-abbott balloon catheter was used in replacement and a 3.0x18mm xience alpine stent was implanted in the mid rca, moderately calcified lesion without issue. Post procedure, the patient expressed experiencing severe chest pain and an anterior and inferior wall mi was noted. The patient was brought back to the cath lab. The 3.0x18mm xience alpine stent had totally occluded with thrombus. Balloon angioplasty was performed and medications were provided. Additional dilatation was performed in the 3.0x18mm xience alpine stent using another 3.5x15mm nc trek. Satisfactory results with good blood flow were noted. There was no additional information provided.